Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs revealed that battery alarms were triggered due to a depleted battery. In-house testing showed that the battery charged normally and the device met service specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery is not charging. There was no patient injury reported as a result of this incident.